Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced ten cannula leaking events. Leakage was located at site. Event occurred after 3 hours of insertion. Insertion site was at thigh and abdomen. The set was in use for 1-2 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
(B)(4) - device 5 of 10.